Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 600 mg/dl. For treatment, the patient was given a insulin drip and prescribed zofran of 4 mg strength. The ketones were positive. The pod was removed after wearing between 36 and 48 hours on the arm. The patient was dehydrated.